Event description:
It was reported that when the transmission was sent from the device there was no battery voltage reported; therefore the save to disk was read and the battery voltage was found. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary #the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis revealed that the battery measurement was not available. It was noted that the save to disk data for file (B)(4) shows last battery measurement: = " v" and time of last battery measurement = "n/a" is missing data on (B)(4) 2012 02:26:34.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).